Event description:
It was reported that a field engineer (fe) contacted the horizontal cryogen vent pipe during ramp down of the magnet. During this procedure, the magnet vents cryogens making the vent extremely cold. The fe received a blister burn to the area just below the knee. The fe was trained in the service procedures of the magnet knowing the vent would get extremely cold.